Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.

Event description:
It was reported that the patient had a revision tha to replace the cup, insert and head due to a cup (not stryker brand: triad cup) loosening and pe wear. The surgeon has requested a wear analysis on the insert.